Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08755 inches. The drive support disk was inspected and no damage or anomaly noted. Installed a water filled test reservoir reservoir and primed the pump. Verified the basal rate was set to 0 units per hour and monitored the pump for nine days. No unexpected basal or bolus deliveries occurred during the monitoring period. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 and another time with blood glucose of 43 mg/dl at the time of the (B)(6) 2017 incident. The customer was at 155 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated that their drive support cap was flush. The customer also stated that they were hospitalized as the pump gave her 50 units of insulin. The insulin pump will not be returned for analysis.